Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure there was a problem with the grommet/setscrew of the implantable cardioverter defibrillator (ICD). The left ventricular lead could not be screwed in. Another device was implanted. No patient complications have been reported as a result of this event.